Manufacturer narrative:
Preliminary evaluation and testing revealed that the returned battery contained a faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.

Event description:
Approximately twelve months post hvad implantation, the site reported that the patient experienced a power source change in the controller earlier than expected. The batteries were removed from the patient and a new set was supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
Five of the patient's batteries were exchanged and returned to heartware for visual examination and functional testing; there was no reported patient injury. (B)(4) passed visual and functional testing; the reported malfunction could not be duplicated at the bench level for these devices. (B)(4) failed functional testing; analysis revealed that loose wires within the device caused an intermittent connection between the battery cell wires and the battery circuit board. Additionally, functional testing revealed that (B)(4) contained a faulty cell pair which most likely contributed to the reported event. An internal investigation (CAPA) has been opened to address the issue.